Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of erratic blood results. Jane bell friend of customer states that he feels well and requires no medical attention. Customer's expected blood results are 130-140mg/dl fasting. Verified the strips expire (B)(6) 2017. Customer confirms the strips are stored the bedroom and were first opened last year. Customer performed back to back blood test, 184mg/dl, 80mg/dl and 130mg/dl prior to call. Reviewed meter memory: see scanned table. No adverse event reported.

Manufacturer narrative:
(B)(4) most likely underlying root cause of malfunction user had poor technique. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of erratic blood results. (B)(6) friend of customer states that he feels well and requires no medical attention. Customer's expected blood results are 130-140mg/dl fasting. Verified the strips expire 04/18/2017. Customer confirms the strips are stored the bedroom and were first opened last year. Customer performed back to back blood test, 184mg/dl, 80mg/dl and 130mg/dl prior to call. Reviewed meter memory: 1:141mg/dl (B)(6) 2015 09:20:00 pm fasting:no. 2:84mg/dl (B)(6) 2015 11:29:00 pm fasting:no. 3:96mg/dl (B)(6) 2015 08:26:00 pm fasting:no. 4:174mg/dl (B)(6) 2015 11:12:00 am fasting:no. 5:108mg/dl (B)(6) 2015 09:57:00 am fasting:no. No adverse event reported.